Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. The customer resumed insulin therapy. Upon follow up with the customer the occlusion alarm reoccurred. Multiple attempts were made by tandem technical support to resolve the issue; however, no response was received. There was no reported adverse impact to the customers blood glucose.